Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with low flows and suspicion for a twist in the outflow graft. The patient underwent a hm3 pump exchange on (B)(6) 2020. Two CT scans performed and were inconclusive for an ofg issue. During the exchange, a pannus was found within the inflow which was obstructing flow into the pump. No ofg issue observed. The patient is extubated and progressing well. The pump will be returned for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flows were initially self-managed with increased oral fluid intake. The patient presented for evaluation after 1 week of symptoms with persistent low-flow alarms, shortness of breath, and 15 pound weight gain. On admission, the patient was hypotensive with lactate elevated to 2.7 mmol/l. Lactate dehydrogenase (ldh) was 356 iu/l, within the patient¿s previous baseline range, and inr was 4.9. In the year before presentation, inr ranged from 1.4 to 7.9, with time in therapeutic range 58.1%. Echocardiography demonstrated that the left ventricle was full with regular opening of the aortic valve. Chest radiograph demonstrated appropriate positioning of the device. The patient had no hematuria or jaundice. Review of the device log demonstrated an acute drop in calculated average flow from 5l/min to less than 3l/min at 6,000 rpm and decrease in motor power from 5.0 watts to 4.1 watts approximately 1 week before presentation, with stable pulsatility index.

Manufacturer narrative:
Section h6: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed pump thrombosis, which would have contributed to the reported low flow alarms. The controller periodic log file contained data from on (B)(6) 2020. The log file captured the flow decreasing from approximately 5 lpm at the beginning of the log file down to approximately 2.5 lpm towards the end of the log file. The pump appeared to operate as intended for the duration of all of the log files. The downward trend in flow observed in all of the log files is consistent with the pump investigation findings of thrombus. (B)(6) was returned assembled with the pump cable severed approximately 11 inches from the pump header. The remainder of the pump cable and the modular cable were returned. The sealed outflow graft attachment was returned detached from the pump cover outlet port. The apical cuff was not returned. Examination of the pump's blood-contacting surfaces found a pink, tissue-like thrombus at the distal-end of the inflow cannula. The thrombus was adhered to the distal edge of the textured surface. The thrombus was moderately occlusive of the blood path and would have contributed to the decrease in flow observed in the log files. The cause of the thrombus could not be conclusively determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed pump thrombosis, which would have contributed to the reported low flow alarms. The controller periodic log file contained data from 28mar2020 to 08apr2020. The log file captured the flow decreasing from approximately 5 lpm at the beginning of the log file down to approximately 2.5 lpm towards the end of the log file. The pump appeared to operate as intended for the duration of all of the log files. The downward trend in flow observed in all of the log files is consistent with the pump investigation findings of thrombus. (B)(6) was returned assembled with the pump cable severed approximately 11 inches from the pump header. The remainder of the pump cable and the modular cable were returned. The sealed outflow graft attachment was returned detached from the pump cover outlet port. The apical cuff was not returned. Examination of the pump's blood-contacting surfaces found a pink, tissue-like thrombus at the distal-end of the inflow cannula. The thrombus was adhered to the distal edge of the textured surface. The thrombus was moderately occlusive of the blood path and would have contributed to the decrease in flow observed in the log files. The cause of the thrombus could not be conclusively determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.